Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during draw air is pulled in with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when they are using the needle, it starts pulling in air, which impacts the draw volume of the tube.

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during draw air is pulled in with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when they are using the needle, it starts pulling in air, which impacts the draw volume of the tube.